Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of rsd/causalgia complex regional pain syndrome. It was reported that if the patient turns the stimulation up high, it hurts their neck more than it gives them relief. The patient stated that they keep the stimulation on all the time because if they turn the stimulation off for even half a day they feel like they have ¿sweaty sunburn¿ on their arm and they get redness that feels like sunburn. The patient reported that it has been taking them longer to charge recently (2 ¿ 4 hours for a full charge). The patient also noted that they sometimes ¿bang into table because of the placement of it.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still in pain and that they are going to try new programs. No further complications are anticipated.